Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A receiver functional test was performed and passed. A global communication tool software test was performed, and it passed relevant tests. Manual "try it" testing and was performed and passed relevant tests. The receiver case was opened for an interior inspection and passed. Vibrator intermittent testing was performed and the receiver passed. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.